Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic tepp bilateral inguinal hernia with mesh procedure note. He had revision surgery 6 months post surgery. The patient experienced surgical revision, pain, and recurrence.